Event description:
This complaint is now reportable based on the analysis completed on 09/08/2009. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product revealed that there was stent damage. The lesion was 90% stenosed located in the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilation using a maverick balloon 20 x 2.0, and attempted to deploy a 2.5x24mm taxus liberte stent. The stent did not cross, and it was dilated again without crossing the lesion. The taxus stents 20 x 2.5 and 24 x 3.0 crossed in the same site of the lesion and the procedure finalized successfully. There were no complications and the patient is reported as "stable".

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on row 1 to 2 from the distal edge were flared. The outer diameter of the stent where no damage was present was measured at approximately 1.08mm. There were kinks along the entire length of the hypotube. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).